Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred following implantation of an unspecified rayner iol. The event description provided states that opacification has developed post-operatively on the front surface of the iol. For further info please refer to rayner's MDR 961165-2015-00010.

Event description:
Rayner intraocular lenses limited received notification of the development of opacification of a superflex aspheric 920h iol from its (B)(6) distributor on (B)(6) 2015. As a result of the development of opacification, the lens was required to be explanted.